Event description:
A second sensor was successfully implanted on (B)(6) 2023.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On (B)(6) 2023 a right heart catheterization with angiogram was performed to assess the vessel and blood flow to the sensor. The physician was unable to successfully deliver contrast to the vessel where the sensor was located. There were no adverse consequences reported.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. Cta imaging was performed and was reported to be negative. There were no adverse consequences to the patient.